Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. The surgeon determined the patient experienced a device failure (soft failure) and the device was explanted on november 09, 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 05, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on january 31, 2023.